Event description:
Healthcare professional reported right side exchange from textured to smooth due to concern with the product. Healthcare professional later reported right side "hole, non-specific" observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported right side exchange from textured to smooth due to concern with the product. Healthcare professional later reported right side "hole, non-specific" observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as surgical damage and observed a broken plug strap assessed as an unidentified (tear) opening. ¿ anxiety-product/procedure: unable to observe. As per the investigation procedure, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side exchange from textured to smooth, due to concern with the product. Healthcare professional, later reported, right side "hole, non-specific" observed, during surgery. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.